Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the corrosion and the stickiness of the ud plate and the lg connector/lg-cover glass malfunction: expected or random component failure without any design or manufacturing issue; water leakage should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope device exhibited stickiness on the ud plate and the universal cord. Additionally, there was corrosion on the light guide (lg) connector and cover glass. There was no patient involvement.